Event description:
Possible defective female foley adapter. We have noticed leakage from the bd pha seal system and the female connector even when tighten well. This has caused loss of drug during administration and potential chemo exposure to staff and patient. Manufacturer of the product- cook medical. Product name- female foley adapter. Product ref number-053003. Product lot number (if you have it) - 14742937. A picture of the part of the product that is leaking- yes will attach. Have any patients been harmed or needed additional evaluation or following because of this event? According to nurses at least this happens often with this device and they put chux under the connection in case of leak. Was there a spill kit on site to properly clean the chemo? Yes, we have chemo spill kit. Did this issue cause a patient to miss a round of chemo or a delay in treatment. No missed doses. Was the issue with products that all had the same lot number? No, we believe it may the product itself. How many defective products have you found? I found 3 from this lot number that the piece easily fell out of connector. Was this reported to material management? Yes.